Manufacturer narrative:
Correction to d8, d8 was inadvertently not selected on the initial report. Correction to g2, health professional was inadvertently selected on the initial report. Correction to h3, the subject device was not returned. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared and the device was not returned, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera duodenovideoscope tested positive for microbial contamination. The user did not report any patient/user harm or injury reported due to the event.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. Despite our attempts, the microbiological test results performed at the facility were not provided. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. The customer aspirates water through the channels and flushes out the air/water, balloon, auxiliary and the forceps elevator wire channel using an maj-1444, mh-948 & maj-629. Additionally, it was confirmed that the forceps elevator was moved to raise and lower 3 times in the water during aspiration. It was also confirmed that aspiration was performed with both the 1st & 2nd position of the suction valve. It was confirmed that pre-soaking was performed prior to manual cleaning. During the manual cleaning process, the customer uses gioplurizim detergent and brushes the instrument channel, suction cylinder, instrument channel port, the balloon channel and distal end/area around elevator. The customer uses channel-opening brush and single use soft brush (maj-1888) brushes. It was not specified if the scope is manually disinfected. It was confirmed that this device passed the leak test. For automated endoscope reprocessor (aer) treatment, a etd 3 machine is used with endodet detergent and endodis (disinfectant). The scope is dried through blew by clean compressed air and stored in a simple storage cabinet. It was confirmed that all channels were connected with tubes when the endoscope was setting up into the aer/ ewd. It was also confirmed that the concentration, expiration date of disinfectant and the water quality of the rinse water were controlled. Additionally, it was confirmed that the water filter was replaced periodically in accordance with instructions for use (IFU). It was not specified if olympus is the maintenance company used by the customer. Also, it was not specified if the scope was sterilized. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.